Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a resistance/impedance increase. 6,736 high impedance paces were noted on atrial lead post lead warning on (B)(6) 2011 and (B)(4) atrial high rate episodes noted.

Event description:
It was reported that an atrial lead warning was received, and the atrial lead had high impedance, noise and a possible lead fracture. There were also high atrial rate episodes noted. The lead will be replaced. It was further reported that a carelink transmission stated the atrial lead had high impedance. In the clinic, the atrial lead impedances, thresholds and sensing were normal. The high impedance was unable to be re-created. Approximately (B)(6) later the carelink transmission again showed the atrial lead had high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that an atrial lead warning was received, and the atrial lead had high impedance, noise and a possible lead fracture. There were also high atrial rate episodes noted. The lead will be replaced. It was further reported that a carelink transmission stated the atrial lead had high impedance. In the clinic, the atrial lead impedances, thresholds and sensing were normal. The high impedance was unable to be re-created. Approximately one month later the carelink transmission again showed the atrial lead had high impedance. The lead is still in use. No patient complications have been reported as a result of this event.